Event description:
This report is being filed after the subsequent review of the following journal article. Radiographic outcome and complications of tibial plateau leveling osteotomy stabilized with an anatomically contoured locking bone plate; michael p. Kowaleski, dvm; randy j. Boudrieau, dvm; brian s. Beale, alessandro piras, dvm; donald hulse, dvm, and kenneth a. Johnson, mvsc, phd; veterinary surgery 42:847-852. This article is from united states and is attached to the medwatch. This article is a prospective, (B)(4) study performed for outcome and complications after the use of anatomically contoured, locking tibial plateau leveling osteotomy (tplo) plate. Dogs with cranial cruciate ligament disease were treated with the vet tplo plate manufactured by synthes. There were 78 dogs recruited. Within this group, complete sets of outcome data were available for 56 tplo procedures in 38 dogs. A mean body weight of the dog was 35.7 kgs (range 19.1kgs-65.4kgs). The mean age of the dog was 5.2 years (range 1.1 years-12.11 years). Pre, post, and follow-up tibial plateau angle (tpa) were measured from radiographs. Pre-operative, intra-operative, and post-operative complications were evaluated and none of the dogs required any post-surgical interventions. Four (4) intra-operative complications were reported. Of these 4, 2 complications occurred due to the locking screws. Other 2 complications involve synthes device and other device manufactured by other manufacturer. Three (3) post-operative complications were reported. All of these 3 complications were minor complications. No major post-operative complications were reported. Post-surgical, all of the dogs had excellent union and bone healing. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 2 intra-operative complications for screws. Unknown implant date. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.